Manufacturer narrative:
Implant date - (B)(6) 2019.

Event description:
It was reported that the patient was admitted to the hospital due to a dystonia attack. The patient was given medication and discharged from the hospital and since has been seen for reprogramming.